Event description:
(B)(6) called into nova customer care on behalf of her brother to report, an incident where the emts had to be called. "(B)(6) reported, "the nova meter is reading lower than her brother's blood glucose values actual are." The consumer administered 10 units of insulin at 9am after his breakfast. The consumer's sister administered another 10 units of insulin at 12:26pm. The consumer still experienced a hyperglycemic event requiring medical intervention. When the emts arrived, they tested the consumer using an unk brand of meter also receiving a result of "hi". The consumer's sister did not provide any further details regarding the treatment of her brother from the emts. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Test strip lot# 1020213252, expiration date: 09/2015. Control solution lot # none range: 82-127 mg/dl. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.